Event description:
It was reported that the patient received inappropriate therapy due to noise. Several aborted charges were found due to possible output circuit damage, the first occurring in (B)(6) 2011. Lead damage suspected. System to be revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.